Event description:
Customer alleged that his replacement unit is having the same issues of tires wearing thin and chair will lurch forward. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model atm, serial number/date code (B)(4) is approximately 1 year 8 months old. The owner's manual part number 1125035 rev I (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated in a letter that his atm power chair is a replacement chair that he received in (B)(6) 2011. The tires are allegedly shredding. His dealer has replaced the tires but allegedly they still keep shedding. The consumer is a (B)(6), on page 13 of the owners manual it states that the weight limitation for the atm is 250 pounds. The consumer exceeds the limitation by (B)(6). The consumer also stated in his letter that the power chair will lurch forward against a wall when he is in close quarters, such as an elevator or bathroom. No injury alleged.